Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance during implant. The initial impedance was within range, but gradually raised up to an out of range value. The lead was repositioned. The impedance returned to a normal range. Technical services (ts) explained why the impedance raised. The lead remains in use. No adverse patient effects were reported.